Event description:
It was reported that a mildly tortuous, heavily calcified, 99% stenosed, de novo lesion in the mid right coronary artery was predilated. During an attempt to stent the lesion using a xience prime stent delivery system (sds), resistance was met on advancement and did not cross the lesion. Excessive force was applied and the distal shaft bent but was not separated. The sds was removed without difficulty and the procedure was completed using another unknown drug eluting stent. There was no adverse patient effect and no clinically significant delay in the procedure. No further information was provided. Subsequent device analysis found that the hypotube was separated into 2 pieces. Additional reported information indicates that separation did occurred during use. However, there was no difficulty experienced in pulling the stent delivery system out.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. An analysis of the returned device confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. Additionally, there was a kink in the hypotube 1.4 cm distal to the separation and 1.8 cm proximal to the separation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there have been no similar incidents reported for shaft separations or kinks for this lot. It should be noted that the xience prime instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this instance, it appears the IFU deviation contributed to the shaft separation. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected.